Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient visited emergency room and hospitalized for less than twenty-four hours due to high blood glucose event of 557mg/dl on (B)(6) 2026 which was treated by insulin intravenous infusion as well as insulin pen and there was insulin flow blocked due to the bent cannula on the first day of insertion. The site location was leg.